Event description:
It was reported that revision surgery was performed due to joint instability. Genesis ii ps hi flex insert size 3 to 4 and 9 was exchanged.

Manufacturer narrative:
Additional info: a2, a3, d4, d7, d10, g7, g7, h2, h3, h4, h6, h10. Results of investigation: the associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device could not confirm the stated failure mode. The device has signs of damage from wear. The device was manufactured in 2018. The medical investigation concluded that no clinically relevant information has been provided to perform a thorough medical investigation. Should any additional medical information be provided, this complaint will be re-assessed. The dimensional evaluation found all size related features on the device to be within specification. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. Some potential probable causes for this event could include a fit, sizing or alignment issue. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.